Manufacturer narrative:
The pt with sickle cell disease had a negative antibody screen in gel with 0.8% surgiscreen lot 8ss402 in 2006 prior to hip replacement surgery. The pt received transfusions during surgery 7 days later, the customer did not know how many units were transfused. The pt was discharged. Five days later, the pt resented at the hosp emergency room (ER) and was discharged. On the following day, the pt presented at the ER again and was admitted. The blood bank performed an antibody screen with the same screening cells used on the previous event date. All cells were positive, the pt's sample was sent to the arc reference lab for workup. The pt expired before the workup was completed. The customer explained that the pt had many clinical issues prior to death, but could not provide specific details. The account performed dat on the pre and post sample, both were negative. The account repeated the antibody screen on the pre-transfusion sample using tube/liss method with competitor's cells and the results were negative. From the info provided by the customer, it is not clear if the pt experienced a delayed hemolytic transfusion reaction or if the pt had a hemolytic sickle cell crisis which is intrinsic to the disease. The cause of death was not provided. There is no evidence that the gel test missed a positive antibody since a negative result was also obtained when the same pre-surgery sample was tested by another antibody screen method.